Event description:
It was reported that the device triggered the elective replacement indicator (eri) and premature battery depletion was suspected. The device was explanted and replaced. It was also reported that there was high thresholds on the left ventricular (lv) lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: a proximal portion was received measuring 43 cm. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. Product ID 6949-65 defib lead implanted: 2004 (B)(6); 4592-45 non defib lead implanted 2000 (B)(6). (B)(4).